Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; due to needing settings adjustment. Customer attempted to address their bg by consuming carbohydrates; however later required assistance from their spouse by administering a glucagon shot. Customer experienced a seizure and headaches, but no permanent damage sustained. Systems check with tandem technical support confirmed the pump is functioning as intended. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.